Event description:
It was reported that after the pump was setup with cassette attached and locked it began to leak. The pump had wrapped connectors in coban and was waiting in the bag to be connected to patient. The pharmacy dealt with the spill and made up another dose but that was then they realized that the pump was no longer working. There was continuous alarming, so they turned it off and allowed it to air over night, today there is no screen display. Tubing was discarded. No patient injury. No additional information available. Device is not returning for investigation. No credit or replacement requested.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Additional information provided h.2 and h.6. Two photos were received for evaluation. Visual inspection revealed the extension set appearing to be deformed and the male luer was observed to be damaged representative of being melted. Neither of the photos provided show the cassette, extension set, or pump reported with the alarm problem. Functional testing was not performed, since no device was returned; the reported issue could not be replicated. No root cause could be determined as no device was returned. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No actions were taken. Email address: (B)(6).